Manufacturer narrative:
H6: device code 2017 clarifier: failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a left atrial appendage closure procedure. Reportedly, when attempting to place a proglide device, there was an unusual sound when the plunger was deployed. On plunger removal, it was noted that the needle shank was bent. A cuff miss [suture retrieval issue] was also noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and bend to the posterior needle shank were confirmed. The reported noise could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the prostyle instructions for use, states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram specifically contributed to the reported difficulty. Although it was reported that there was no calcification noted at the access site, femoral angiogram was not performed to confirm. It is possible that there may have been calcification present at the access site contributing to a posterior needle tip deflection and interaction such that subsequently contributed to the reported needle to cuff miss, damage to the posterior needle shank and unusual noise during plunger deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.